Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00204. A facility reported that after a microsensor (ID 826631) was implanted, the icp monitor showed -99 mmhg. Then the physician changed with another microsensor which was with the same problem. Therefore, the physician changed with the third microsensor which could be used. The event happened during procedure, before implantation site closure.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5679363 (sn a332834), and the lot met specifications when released. Failure analysis -the issue of the complaint has not been confirmed. Catheter is stretched below sensor. Catheter is kinked at 24.4cm from sensor. Catheter internal wires are stretched below the sensor (x-ray). Icp express read 424. Water pattern drift was erratic and then went off scale. Rechecked sensor balance and could not balance. Root cause- the issue reported by customer could not be confirmed. However, the possible root cause of the issue observed during failure analysis could be due to mishandling of the catheter.